Event description:
Pt presented with a short, angulated neck and an ectatic left cia; in 2008, pt had implant of a 28-16-140bl bifurcated device, a 28-28-75l proximal extension and a 16-16-88l limb extension. Follow up CT revealed aneurysm enlargement in the left cia. In 2009, the pt was treated with coil embolization of the left hypogastric and an add'l 16-16-88l limb extension with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria per instructions for use.